Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.